Event description:
The reporter did meter to hcp meter comparison tests. Tests were done an hour apart. The results were 178 mg/dl on meter, and 117 mg/dl on doctor's meter (type unknown). Reporter did not have any symptoms. Control testing was not done due to unavailability of supplies. On followup, the lifescan representative reviewed qc procedures and control testing and discussed meter/lab testing with the reporter.